Event description:
The patient reported "feeling heart rate" and becoming very weak, having shortness of breath, and feeling "funny". The patient understood that a technician "turned down the energy level" and the symptoms resolved. Later, after the patient held sheet music for a couple hours, the implant site was "kind of bruised", became itchy, and started to hurt "like a toothache". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products - 5076 implantable pacing lead: (B)(6) 2012. (B)(4). Device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.